Event description:
It was reported that a malfunction alarm occurred, with a resettable malfunction code of malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reset the pump, and technical support advised the customer to continue using the pump and to call back if the malfunction recurred. No further corrective actions were required.